Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor had a slow flow during patient infusion. The expected therapy time and fill volume were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.